Event description:
The customer contacted stryker to report that their device unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third party service technician replaced the device battery and electrodes and was able to resolve the reported issues, however, the device was not returned to stryker for evaluation. A conclusive root cause cannot be determined.

Event description:
The customer contacted stryker to report that their device unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.